Manufacturer narrative:
The reported stenosis of the pulmonary veins could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.. Per the IFU, stenosis is a known risk during the use of this device.

Event description:
Following ablation procedures, a patient developed stenosis of the pulmonary veins. The patient underwent an atrial fibrillation ablation procedure in (B)(6) 2016 which was cancelled due to pain. A follow up ablation was completed in (B)(6) 2017 with no patient consequences. Following these procedures, the patient experienced shortness of breath. In (B)(6) 2017, a CT scan confirmed stenosis of the pulmonary veins. The patient was stable. There were no alleged performance issues with any abbott device.